Manufacturer narrative:
Three devices were returned for investigation and were received by vascular solutions on (B)(6) 2021. The devices were decontaminated then visually inspected. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi, a 18f ce manta was planned for closure. The physician was not able to introduce the bypass tube through the hemostatic valve of the manta sheath (associated to MDR 3010252479-2021-00121 manta). A second 18f ce manta was opened, and again the physician was not able to introduce the bypass tube through the hemostatic valve of the manta sheath (associated to MDR 3010252479-2021-00122 manta). The second device was removed, and a third 18f ce manta was opened, and again the physician was not able to introduce the bypass tube through the hemostatic valve of the manta sheath. It was noted the second and third manta devices both used the sheath from the first manta device. The IFU indicates in the procedural requirements that the manta closure must be deployed using the manta sheath provided in the manta package. Do not substitute any other sheath. A fourth 18f ce manta was opened and the first sheath was exchanged for the new sheath from the fourth device. The fourth device locked safely in position, deployed without complication, and hemostasis was achieved.

Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the clinician could not get the manta device into the sheath fully. It was sticking and the device would not click into the sheath. This happened with the next 3 devices that were opened. All of the faulty devices came from the same box. Associated to: MDR 3010252479-2021-00121 manta. MDR 3010252479-2021-00122 manta. MDR 3010252479-2021-00124 manta.